Event description:
Customer reported being hjospitalized for low blood glucose levels. It was rpeorted that customer had a seizure at the market prior to hospitalization. Customer stated that she had excercised and had a lot of activity throughout the day prior to hospitalization. Customer was not feeling well and was advised to call back to complete troubleshooting of pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.